Event description:
The customer stated that they had gone to the hosp and was admitted for four days due to a reading on the device. They said they took too much insulin based on blood glucose results obtained on the device. Pt said the device read hi. No other details were provided. Controls were not used on the system. The device was replaced and requested to be returned for eval.